Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. The tube was visually inspected; no discrepancies found. A syringe was used to inflate the cuff while submerged underwater; no discrepancies found even after more than 48 hours of inflation. Relevant documents and the manufacturing process were reviewed; no discrepancies noted. Cuff assembly operation and the inflation line assembly operation were both reviewed; no discrepancies found. Inflation test was audited on 32 units; no deflated cuffs were detected. Based on the evidence there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was reported to have observed lowered air pressure. The cuff was inflated again but one hour following the pressure fell to zero. Subsequently, a trach tube change out was performed. It was reported that prior to placement of the product the trach was observed to work properly. It was also noted that there was air leakage found at the pilot balloon and the one-way valve. There were no reported adverse patient effects.